Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding other people's implantable neurostimulators (ins). Patient said their cousin was an healthcare provider (hcp) and told them that the device had more failures than successes. When the patient was asked for additional details, the patient chose to withhold event details and didn't want to provide their cousin's name; the hcp was retired. No patient symptoms were reported and no further complications have been reported as a result of this event.